Event description:
Patient had uncomplicated, uneventful transcervical sterilization utilizing essure, followed immediately by endometrial ablation utilizing boston scientific hta system. Patient was seen post operatively in late 2008, and the only complaint was no bowel movement. Patient was seen in the ER nine days later and was evaluated, then hospitalized with pelvic inflammatory disease. Appropriate broad spectrum antibiotic initiated. No improvement, therefore, taken to surgery three days later, for laparoscopic evaluation. Unable to safely lyse bowel adhesions covering presumed tubal ovarian abscesses. Procedure terminated, bowel preparation implemented, returned to operating room three days later, with enterolysis tuboovarian abscesses drained satisfactorily. Pic line placed for long term IV antibiotics - terminated early 2009. Seen in office two weeks later, doing well. I did literature review. One other case report out of the netherlands described a similar situation with 2 year old essure, subsequent balloon thermal ablation followed by severe pid. The authors suggested prophylactic antibiotic use at time of thermal ablation if essure in place.